Event description:
Reporter alleged discrepant results between the blood glucose monitoring device and a valid lab comparative. Reporter stated meter read "hi" at 1101 and a repeat with the same device at 1103 read 540 mg/dl however a lab measured 110 mg/dl at 1130. Reporter indicated controls were within range when tested and has no info regarding pt treatment either received or delayed as a result of the alleged incident. A request was made for the return of the suspect device and replacement product was sent.